Event description:
Signal errors were obtained on all samples and methods on the advia centaur xp instrument. The operator stated that the errors caused delay in testing including an intact parathyroid hormone (ipth) sample obtained from an intra-operative patient. No discordant results were obtained or reported to the physician(s). The operator performed testing on an alternate advia centaur instrument, which caused a delay in reporting the ipth results to the physician(s). There are no reports of patient intervention or advererse health consequences due to the delay in testing.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned the luminometer due to excessive sooty material inside. The cse also replaced the luminometer waste probe due to liquid in the cuvettes. The customer ran quality controls, which resulted within range. This event also identifies an off-label use as the advia centaur xp ipth assay is not cleared for intra-operative use. The instruction for use (IFU) states in the intended use section the following: "for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur and advia centaur xp systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism, hypoparathyroidism, or hypercalcemia of malignancy." The cause of the delay in testing was due to signal errors posted by the instrument, related to luminometer issues. The instrument is performing according to specifications. No further evaluation of the device is required.